Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. Evaluation sent device to flow lines for downstream occlusion testing and found the force sensor scale factor calibration to be within specification. A review of event history log revealed downstream occlusions. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.